Event description:
The customer initially called stating the insulin pump had delivered nine units of insulin on its own. The customer stated she put the insulin pump in suspend mode and then removed the battery. Once she inserted the battery, she received an alarm, but the insulin pump screen froze and she was unable to clear the alarm. The customer was told to remove the battery for up to two hours due to possible electrostatic discharge. The customer later called stating she was hospitalized due to low blood glucose levels. The customer stated she removed the battery as she was told, and when she inserted it back into the insulin pump, she received another alarm. The customer stated she cleared the alarm and went back on the insulin pump, but the insulin pump began delivering boluses again without anyone programming it. The insulin pump was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.